Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported 22008 error was confirmed but not replicated. In logs, the 22008 error was found indicating fault on the carriage gearbox, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage gearbox was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the carriage gearbox is consistent with the reported event and is the potential root cause for this issue. The complaint was confirmed by failure analysis.the probable root cause is attributed to operational defect of the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the instrument advancing down the insertion axis on the universal surgical manipulator 3 (usm3) when connecting an energy cord. Tse reviewed the system logs and did not find any associated errors. The customer confirmed that the clutch button was not depressed when the reported event occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was not confirmed based on the field evaluation.